Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an event where fluid was infused sooner than expected. The customer stated that the issue was due to a "programming error" and offered no further details. This was reported to bd associate during their site visit. There was patient involvement but unknown if there was harm.